Event description:
It was reported that the patient developed a right ankle medial malleolar stress reaction following total ankle arthroplasty. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: p10-100-br4s-s, tibia arc rt sz 4 std 3dp strl, lot 260f0172203. P10-310-i306-s, x-link vtmn e poly 3x6mm neu strl, lot 26081582102. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.